Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00283. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The shape of the laa was complex. The closure device was deployed, but the size was too big for the laa. The physician attempted to fully recapture the closure device, but great resistance was felt. The closure device was fully recaptured. During the recapture process, it was noticed that the tip of the access system kinked near the marker band. A new access system and delivery system were used to successfully deploy a new 30mm closure device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of only the watchman delivery system (wds) implant. The implant was consistent with the reported information. The implant was microscopically inspected. Inspection revealed damage to the implant anchors, and no other damage was found. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00283. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The shape of the laa was complex. The closure device was deployed, but the size was too big for the laa. The physician attempted to fully recapture the closure device, but great resistance was felt. The closure device was fully recaptured. During the recapture process, it was noticed that the tip of the access system kinked near the marker band. A new access system and delivery system were used to successfully deploy a new 30mm closure device. There were no patient complications and the patient was stable.